Event description:
The customer reported busulfan leaking mid-way through infusion at the spike and chemo safety product connection. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.